Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended as it would no longer charge or connect despite troubleshooting attempts. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was kept by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended as it would no longer charge or connect despite troubleshooting attempts. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was kept by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended as it would no longer charge or connect despite troubleshooting attempts. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.